Event description:
Manufacturer: intuitive: universal seal- va center-mtn home. Ref #(B)(4) lot u 80230518: during the procedure the white tip that connects to the insufflation broke off from the universal seal. This is the second time this has happened in a procedure. Scrub tech notified the rep the last time that this happened. This particular item is the new universal seals (5-12mm) ref #(B)(4) lot u 80230518 from intuitive. To finish the procedure we opened one of the old seals that we had, still. All pieces will be accounted for at the end of the procedure. Manufacturer notified of this event. National center for patient safety notified of this event. Reference report: mw5149457.